Event description:
The customer reported via phone call that the insulin pump was not delivering insulin properly. The customer stated that he had been experiencing unexplained high blood glucose levels and that it may be related to the insulin delivery issue. Blood glucose level at the time of the incident was over 500 mg/dl. Troubleshooting could not be completed because, the insulin pump's keypad stopped responding. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit had intermittent button response due to flattened all the buttons dome switch. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.